Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right atrial (ra) lead showed noise and was reproducible during check. The patient was asymptomatic. No changes were made.